Event description:
Reporter alleged being hospitalized and treated to higher blood glucose monitoring device results for which she self treated and then was hospitalized due to lower glucose levels and convulsions. Reporter stated glucose was 240 mg/dl and took 5 units of insulin and noticing glucose started to decrease and reading measured 94 mg/dl. Reporter stated a relative called 911 and the paramedics tested glucose however does not remember the value but treated customer with an IV and gave her something for convulsions. Reporter indicated being taken to the hosp and their device measured 400 mg/dl where treatment at hosp was not provided. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.